Manufacturer narrative:
Analysis was normal. No anomalies were found. Additional: d10, h3, and h6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a implant procedure. After the procedure, it was noted that the lead dislodged. During the lead revision procedure, it was noted that the lead exhibited undersensing and high capture threshold. The lead was explanted and replaced. The patient was in stable condition afterwards.